Event description:
Information received from voluntary medwatch form 3500 notes that the pacemaker malfunctioned causing significant patient sym ptoms secondary to electromagnetic interference. The pacemaker malfunctions were induced by exposuure to "theft detector" emi in stores. The patient is pacemaker dependent and had presyncopal episodes.